Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing high blood glucose level around 300 mg/dl to 400 mg/dl. Customer stated that for the last month and half insulin pump had been getting insulin flow block alarms that had caused elevated blood glucose level. Insulin pump had insulin flow blocked alarm and event was resolved by complete set change. The insulin pump will not be returned for analysis.